Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head tested out of specification electrically, it failed a functional console test. The head's cable was replaced and it passed all final functional and system tests and no other anomalies were found. Concomitant medical products: product ID: 2090, programmer. Product ID: 229047, software analyzer.(B)(4).